Event description:
During an endoscopic procedure to treat a gi bleed, the physician used a cook hemospray endoscopic hemostat. It was reported that during activation of the device there was a small crack in the red knob. The procedure was completed using this device with no impact on the patient. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Continued: section g: 510k: k200972. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. A review of the device history record could not be conducted because the lot number was not provided. However, a limited number of lots including this device's rpn are within the scope of field action recall 066-r or 067-r. It is possible that the failure experienced by the user is related to these recalls and the complaint is therefore considered confirmed. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. However, a field action (reference field actions 066-r and 067-r) has been initiated for activation knob nonconformance resulting in breakage. Therefore, this report is confirmed. A supplier corrective action request (scar) was initiated to further investigate device failure due to activation knob breakage. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. A supplier corrective action request (scar) was initiated to further investigate device failure due activation knob breakage. This product is included in the scope of this supplier corrective action request. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.